Manufacturer narrative:
The meter was returned and tested with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in the meter memory.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).

Event description:
Customer's son reported that while eating lunch on (B)(6) 2012 customer began "sweating, shaking" and "wanted to take in more food". Caller further reported they did a test using customer's adc blood glucose meter at 12:55 pm and received a reading of 127 mg/dl. It was further reported customer experienced both a loss of consciousness and a seizure. Paramedics were called and upon their arrival at 1:00 pm received a reading of 48 mg/dl on their unknown brand of meter. Customer was treated with two tubes of glucose gel. There was no report of death or permanent injury associated with this event.